Manufacturer narrative:
This report is being submitted for an incident that occurred earlier. No case logs were provided for an investigation to be conducted. The observed overall risk level is low, which is equal to the observed anticipated risk level; therefore, the overall risk of the system has been maintained. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that there was a potential battery issue with the excelsius 3d imaging system.